Event description:
It was reported that after a fall, patient experienced ineffective therapy due to lead migration. Surgical intervention was undertaken wherein the lead was explanted and replaced. Effective therapy was restored post-op.

Manufacturer narrative:
Section b3: date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000154907. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.